Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a trial lead implant procedure on (B)(6) 2016, when a cerebrospinal fluid leak was noted and the procedure was abandoned. The patient was asymptomatic following the procedure. The patient was doing well on (B)(6) 2016.